Event description:
The customer reported via phone call that the insulin pump was over delivering. The customer¿s blood glucose value was 4.6 mmol/l. Customer¿s current blood glucose was 4.6 mmol/l. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer treated low blood glucose with juice and food. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer alleging possible insulin pump was over delivery because auto mode was automatically delivering insulin at the time of low blood glucose event. The device will not be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.